Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient insert the infusion set without removing the needle guard event on (B)(6) 2024. Blood glucose level reported during the event was 326 mg/dl. The reason for high blood glucose was due to insertion without removing the needle guard. No further information available.